Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. There were no post-paced t-wave oversensing stored on egm. Programming changes were made. Dft and further actions will be discussed with the physician. The patient was stable.